Event description:
Healthcare professional reported double capsule, capsular contracture baker grade IV and rupture on the left side. The device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation:analysis of the returned device identified: underweight and opening on posterior, anterior and radius. A visual and microscopic analysis was performed which identified: sharp opening on posterior and stress marks. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp pattern on posterior of opening device assessed as a surgical impact opening, for the stress mark in the shell. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker IV and rupture.